Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 3.1 failed to close. A field service engineer (fse) turned off the station and opened the back of the auxiliary unit to inspect drawer 3. Upon removing and examining the drawer, the fse found that the hard stop in drawer 3.1 had fallen due to missing screws. The fse reattached the hard stop using available screws and ensured the red latch was secure. The fse also tightened the screws in drawer 3.2. After reinstalling the drawer, the fse turned the station back on and tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half-height cubie drawer failed to stay closed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.